Manufacturer narrative:
Additional information received on 19 april 2016 and includes: the surgeon wanted a thicker poly due to loosening over time. Explants will not become available on 29 april 2016 the medical affairs director performed a clinical evaluation and commented as follows: knee open irrigation due to patient-reported irritation in a recently made tka. During procedure, as customary, the inlay was exchanged to a new one. No elements available for a complete analysis to be carried out, no reason to suspect a malfunctioning device originated the problem. Image quality insufficient for any consideration based on it. Batch review performed on 09 may 2016. Lot 140345: (B)(4) items manufactured and released on 03 april 2014. Expiration date: 2019-02-28. No anomalies found related to the event. To date, (B)(4) items of this lot have been sold and another similar issue has been already reported on an item of the same lot (MDR 2015-00170). On 11 may 2016 the patient matched department provided a patient match planning review and commented as follows: we received a post-op x-rays, but we could not analyze it because the image has an extremely bad quality. Our analysis of the process of this case found no deviations from the standard procedures.

Event description:
The patient came in complaining of instability and irritation. The surgeon irrigated the knee and swapped the poly using a thicker poly. The surgery was completed successfully. X-rays are available.

Manufacturer narrative:
On 11 july 2016 it was prepared a final report with the information already submitted in the initial report.on 27 july 2016 the report was sent to the initial reporter and the case was closed.